Event description:
It was reported that on (B)(6) 2019 a 6x80mm supera peripheral self-expanding stent (ses) was implanted without issue to cover the fractured non-abbott stent in the right superior femoral artery (sfa). Good results were achieved. On (B)(6) 2020, the patient presented with leg pain and angiography showed that the supera stent was fractured. In the physician¿s opinion, it is possible that the cause of the supera stent fracture was due to the non-abbott fractured stent blocking the mimetic movement of the supera stent. If the lesion was treated by only the supera stent, it is possible that the fracture wouldn¿t have occurred. A non-abbott stent was implanted in the supera stent with good results. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of pain is listed in the supera peripheral stent system instructions for use (IFU) as a potential adverse effect of peripheral percutaneous intervention. It is possible that due to the proximity of the stents and/or stress/fatigue/repetitive movement due to anatomical conditions and the location of the implants resulted in the reported break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, the reported difficulties possibly caused/contributed to the reported patient effects, however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.